Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, loss of capture, decreased pacing lead impedance, and lead noise were observed. It was noted that the noise resulted in inappropriate device charging, but the device aborted the therapy prior to delivery and no inappropriate therapies were delivered. The physician elected to explant and replace the lead. The patient was stable post-procedure and will continue to be monitored.